Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.5-8.0cm and 11.0-11.8cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 13.0-14.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.